Manufacturer narrative:
H.6. Investigation: bd received 1 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective marking with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for defective marking with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Based on the investigation, the most likely root cause is that the debris on the tubes is from the banding ink being on the rollers of the labeling machine.

Event description:
It was reported the bd vacutainer® buffered sodium citrate blood collection tubes experienced no label or missing label information and foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: defective marking ×3. Dirty tube ×2.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® buffered sodium citrate blood collection tubes experienced no label or missing label information and foreign matter in tube biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: defective marking ×3, dirty tube ×2.